Event description:
Additional information received indicated the patient will be monitored.

Event description:
It was reported that, during a remote follow-up, episodes of high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead fracture. No intervention has been performed at this time. The patient was stable.